Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A reading issue was reported with the abbott diabetes care (adc) device. A caller reported receiving a low scan of 69 mg/dl on their adc device compared to a reading of 206 mg/dl on a competitor meter. When the comparison results were plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The length of sensor wear was 1 day. It is unknown if the customer experienced any symptoms due to the reported issue however, the reported being able to self-treat however, treatment details were not provided as the customer was "unwilling to continue with the call". There was no report of death or permanent impairment associated with this event.